Event description:
Following a diagnostic procedure on 11/21/1997, an angio-seal device was placed and hemostasis was successfully achieved. On 11/26/1997, five days following device deployment, the pt saw a physician with complaints of flushed red skin and itching all over. Examination of the pt found his groin area free of rash, swelling or redness. He was placed on a course of po prednisone and benadryl prn. On 12/4/1997 he returned to the physician with complaints of edema, pain in hands, wrist and jaw; and was placed on naprosyn. On 12/9/1997 he had complaints of joint swelling, pain and rash. A follow-up visit on 12/15/1997 confirmed that the symptoms had resolved.